Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted the first loading unit displayed a full complement of staples and the interlock was engaged with no damage to the knife blade. Visual inspection noted the second loading unit displayed a full complement of staples and the interlock was set with no damage to the knife blade. The cartridge cover of the second loading unit was disengaged and missing from the instrument. The first loading unit was reset and loaded into a test device. The test instrument and first single use loading units (sulu) were applied to the appropriate test media with acceptable results. The second sulu was loaded into a test device. The test instrument and second sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the engaged interlock condition may occur due to improper loading of the cartridge. Replication of the disengaged cartridge cover condition may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open subtotal gastrectomy, when cutting the big bend in the stomach, the first firing was very successful, but after changing the reload, the staples could not be fired and could not be pushed. A new staple was used but the same thing occurred. The cas was completed with another reload. There was no patient injury.